Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during an ankle fracture repair, the surgeon prepped the bone using the 2.7 drill, with k-wire and profile drill. When inserting the first ar-8730-32h, compression screw on power, the driver torqued. The surgeon continued by using a hand driver to advance the screw before it snapped about 2/3 the way in. The surgeon was able to remove the screw using vice grips. The surgeon cleaned the insertion site using a 2.7 drill bit and profile drill a second time to create a cleaner drill hole and remove any bone debris. The surgeon then attempted to insert a second ar-8730-32h compression screw with the hand driver and the screw snapped off in the same location. The surgeon was unable to retrieve the broken part of the screw. The case was completed with the reduction of the fracture not as expected. The issues extended the procedure by one hour.